Event description:
It was reported to philips that the device intermittently will not acquire a 12 lead ECG, and will display a dashed line in the parameter view. There was no reported patient involvement/adverse patient impact.